Event description:
Boston scientific crm received information that one day post implant of this pacing system, no issues were observed. However, two days post implant, intermittent loss of capture was noted and an x-ray found the lead to be looped. The physician felt he needed to make the lead more stable and a revision procedure was performed. The lead was successfully repositioned without further incident.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.